Manufacturer narrative:
(B)(4). A review of imaging studies found as follows: (B)(6) 2008, CT lumbar l5/s1 tlif is noted with pedicle screws in place. Entry is on the right. Spacer is metallic creating artifact. No compression about the canal or neural structures is noted. Posterolateral bone graft is also seen although fusion does not appear complete in the lateral gutter. Artifact makes determination of fusion impossible on axial views. On (B)(6) 2009, nm bone scan symmetrical uptake is noted throughout the spine. Slight activity is noted at the lumbosacral junction. The device was not to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent a right tlif l5-s1 with an hourglass cage, local autograft, rhbmp-2/acs, and a l5-s1 posterior fusion with posterior instrumentation, local autograft, and rhbmp-2/acs. The surgery was performed to treat recurrent right l5-s1 foraminal disc herniations, severe back pain and lower extremity complaints. There were no noted complications. At 211 days post-op, the patient presented with low back pain radiating down the right leg, most of the pain between the right knee and foot, and recent onset of left leg involvement. An MRI of the lumbar spine indicated "the right pedicle of l5-s1 demonstrates a rim-enhancing, well-circumscribed entity, directly adjacent to the right pedicular screw, with minimal expansion of the pedicle. New right moderate neuroforaminal narrowing. There is no evidence of cortical break through, paraspinal or epidural soft tissue masses. Differential diagnosis includes infection and osteolysis." At 238 days post-op, the patient presented with lumbar radiculopathy and potential pseudoarthrosis. A revision re-exploration of the right l5-s1, and laminotomy, foraminotomy, and posterior fusion was performed. Per the physician's notes, the patient was "with increasing numbness and disability in the right foot and calf, and had been found to have a large collection of fluid on MRI in the right l5/s1 foramina. There was also no proof that the fusion had healed." The operative notes indicate that cultures were taken of the serous fluid and "there was no sign of any infection." The surgeon did "remove a small lip of bone that had grown up to free up the foramina. At the completion of the procedure, I felt that the foramina were now very patent." "I decorticated the left aspect of the lamina at l5 and s1 as well as the l5/s1 facet joint." There were no noted complications.

Event description:
Reportedly, on (B)(6), 2005; the patient underwent a posterior tlif at l5-s1 using rhbmp-2/acs. Subsequently, the patient claims injuries including, but not limited to, bone overgrowth, and chronic pain, and as a result has had to undergo additional surgeries. The patient continues to suffer pain and suffering, emotional distress and mental anguish.